Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to the emergency room (ER) and eventually got hospitalized on (B)(6) 2026 due to high blood glucose levels (above 500 mg/dl) since patient faced an issue with infusion set as the tape was not sticking and it was either fell or pulled out. Patient experienced symptoms like headache, confusion and increased thirst at the time of hospitalization. During hospitalization, the patient received insulin intravenously as corrective treatment (current blood glucose level: 212 mg/dl) and also tested for ketones which was normal. The patient was released from the hospital in less than 24 hours. No further information available.